Manufacturer narrative:
The patient's family refused pump removal and an autopsy. The manufacturer is attempting to acquire the system controller for evaluation. No further information is available at this time.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was found by his wife on the floor and unconscious, as he had gone into respiratory arrest after he had switched from battery to the power base unit (pbu). The patient's wife disconnected the pbu from the wall and began to hand pump, as she believed that the pump had stopped and was unaware the backup power was working. When the patient's son and the emt restored the power, they noted a red heart alarm, exchanged the system controller, and the alarm was resolved. The patient was then transported to the hospital, was placed on a ventilator and a CT and eeg were taken. The patient was unresponsive and was declared dead by the eeg.